Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) part of a needle was stuck in their thigh [injury associated with device] needle broke in the skin of their thigh [needle issue]. Case description: this serious spontaneous case from canada was reported by a consumer as "part of a needle was stuck in their thigh(needle injury)" beginning on (B)(6) 2026 , "needle broke in the skin of their thigh(needle broken)" beginning on (B)(6) 2026 and concerned a 87 years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novofine plus 4mm (32g): medical history was not provided. Concomitant medications included - tresiba(insulin degludec), novorapid(insulin aspart 100 u/ml), insulin [insulin nos]. On (B)(6) 2026, the patient reported that they had gone to the hospital because part of a needle was stuck in their thigh which made them feel uneasy, the needle broke in the skin of thigh. The patient went to the emergency room to have the needle extracted. Two doctors examined the patient, took an x-ray(x-ray), and found nothing, so they concluded that the needle must have fallen out. 2 doctors confirmed there was no needle broken in the skin or the muscle. Batch numbers: novofine plus 4mm (32g): requested; action taken to novofine plus 4mm (32g) was not reported. On (B)(6) 2026 the outcome for the event "part of a needle was stuck in their thigh (needle injury)" was recovered. On (B)(6) 2026 the outcome for the event "needle broke in the skin of their thigh (needle broken)" was recovered. Reporter's causality (novofine plus 4mm (32g)) - part of a needle was stuck in their thigh (needle injury): unknown. Needle broke in the skin of their thigh (needle broken): unknown. Company's causality (novofine plus 4mm (32g)) - part of a needle was stuck in their thigh(needle injury): possible. Needle broke in the skin of their thigh(needle broken): possible.